Event description:
It was reported that during a da vinci si hysterectomy procedure, the wrist on the endowristone suction/irrigator instrument got disengaged and the surgical staff was unable to remove it from the cannula. The reporter claimed there was no physical force that caused the issue. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found a dislodged instrument snake wrist. The proximal end cap was dislodged from female-female wrist disc. The plastic tip was missing and two drive cables have been cut. Drive cables were likely cut to enable removal of instrument from cannula. No other damage was found. Evidence not conclusive but dislodged instrument damage may be due to mishandling. The instruments and accessories instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.